Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/11/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/19/2015 with the following findings: the black box data from the event date had been overwritten due to continued pump use. The daily insulin delivery totals from the available pump history data correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test: the reported inaccurate delivery issue was not duplicated. The following findings are unrelated to the reported issue: the display screen visual was observed to be discolored due to an unidentified display failure. The battery compartment was observed to be cracked from the threads to the case seal and in the area below the grip pad. A cartridge cap and battery cap were not returned with the pump; a test cartridge cap and test battery cap were used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.